Event description:
Customer reported the ophthalmoscope handle shorted out dr had the handle in their lab coat and it burnt a whole in their pants but did not burn the skin. The doctor stated that the handle became very hot and smoked and they could smell something burning. There was no adverse event reported.

Manufacturer narrative:
The device has been requested to be returned for inspection. A final report will be submitted upon completion of the investigation.

Event description:
Customer reported the ophthalmoscope handle shorted out dr had the handle in their lab coat and it burnt a whole in their pants but did not burn the skin. The doctor stated that the handle became very hot and smoked and they could smell something burning. There was no adverse event reported.

Manufacturer narrative:
The device was returned for inspection where it was determined that the battery assembly had split and looked like it had melted. Diagnostic sets are among the most critical toolsets in a clinician's repertoire to perform a comprehensive physical exam. Welch allyn diagnostic sets help physicians perform fast exams and accurately diagnose a range of patient conditions thanks to innovative optical technologies that help clinicians get wider views of the optic disc. In addition to examination of the fundus, the ophthalmoscope is a useful diagnostic aid in studying other ocular structures. The light beam can be used to illuminate the cornea and the iris for detecting foreign bodies in the cornea and irregularities of the pupil. The handles are intended to power various accessory heads including otoscopes, ophthalmoscopes, retinoscopes, strabismoscopes, episcopes, illuminators, and transilluminators. The battery and handle were replaced for the customer. Based on this information, no further actions are required at this time. Reports of thermal/electrical damage to an internal component do not represent a hazardous situation to the end user as the device is not intended to be held by the end user and therefore decreases the likelihood of severe injury or death to negligible.